Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests; it failed self test. No unexpected pump error 43, motor errors, or prime, rewind anomalies were noted during testing. The vibrator did not vibrate when it was supposed to during the self test. After further review of the device's interior, the battery compartment is corroded, and there is evidence of previous moisture presence on the wiring going to the battery board underneath the battery compartment. In addition to this, the motor flex cable has mold on it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.